Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower case halves were also found to be broken, lead flex cover and lcd display corroded, and battery contacts compressed.

Event description:
It was reported that while the biomed was doing functional verification testing, the device gave a self-test error 0015 message when it was powered on. The battery was replaced, and the device would not power on and did not give an error. There was no patient involvement.